Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/22/2016 that on (B)(6) 2016, loss of connection between the transmitter, smart device and receiver occurred. No additional patient or event information is available.